Event description:
The following has been reported: "- infusion started at 06.24am. Magnesium sulfate in emergency profile. - infusion runs for 60 mins at 100 ml/hr. No issues. - at end of infusion it goes to kvo at 20 ml/hr at 07.24am. - infusion stopped two minutes later at 07.26am. No air in line alarms or any alarms of any sort. What happened? Summary: 58m new stroke symptoms post cardioversion - gas present on MRI, thought to be iatrogenic details: reporter summary: sudden onset unusual neurology/stroke symptoms in ed post cardioversion- CT large vol non-occlusive gas seen pt was in for rapid af requiring cardioversion. Pt has had multiple presentations of same- has had approx 190 cardioversions complex cardiac patient. Sudden onset unusual neurology/stroke symptoms post cardioversion and mg infusion with flush. Approx 0735 onset diaphoretic, decr sensation and paralysis to r arm, bilateral legs, nausea, vomiting. Gcs15 throughout. Some clinical improvement since onset d/w stroke team approx 0815. CT result: no ich or acute cerebral infarct. Large volume of nonocclusive gas seen in the superior saggital sinus at the vertex, potential to cause bilateral symptoms. MRI brain: gas identified within the superior sagittal sinus on the preceding CT exam is favoured to be iatrogenic, secondary to IV inj and incidental. A small focus of restricted diffusion is present slightly to the right of the splenium of th ecorpus callosum, suspicious for an acute infarct. IV pump that was utilised throughout care has been sent off for assessment. For review please. Was emergency response called?: no. Level of harm sustained: harm - temporary (moderate) confirmed level of harm: harm - temporary (moderate). Required level of care: internal transfer for advanced/specialised care. Confirmed level of care: internal transfer for advanced/specialised care." Reporting due to the referenced issue. More information is needed to complete the investigation.